Manufacturer narrative:
Other contact phone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that a fiber optic sensor module error occurred during use on the cardiosave intra-aortic balloon pump (iabp). There was no patient harm or injury reported.